Manufacturer narrative:
The reported malfunction was observed and attributed to a fractured solder joint on a transformer on the processor/bridge/pace board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.